Event description:
Per information provided by patient's attorney: (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernias and umbilical hernia thereby underwent open repair with the implant of perfix plugs (device #1 & #2) and ventralex mesh (device #3). Per operative notes, ¿in the left lower quadrant, there was an indirect hernia sac. The small bowel, large bowel and omentum was reduced out of the hernia defect and then a perfix plug (device #1) was patched at the proximal margin of the hernia defect. Following this, a perfix patch was placed beneath the cord and tacked. On the contralateral right side, a similar procedure was performed (perfix plug - device #2) but there was known incarceration of bowel and a direct inguinal hernia. Attention was then directed at the umbilicus. Preperitoneum was excised from prolapsing hernia defect and omentum. Following this, a bard ventralex hernia patch (device #3) was inserted into the defect space and tag ends were then tacked.¿ (B)(6) 2009 to (B)(6) 2011 - patient had multiple hospital visits due to incisional pain, drainage from inguinal incisions and developed an infection in right groin which resolved eventually with provided antibiotics. Patient was also diagnosed with right inguinal neuralgia secondary to post inguinal herniorrhaphy nerve damage thereby had right ilioinguinal nerve block procedure. (B)(6) 2011 - patient was diagnosed with infected mesh of right groin thereby underwent exploration with removal of non-incorporated infected mesh (device #2). Per operative notes, ¿a piece of non-incorporated polypropylene mesh was found. Four tacking sutures were found and allowing removal of the mesh (device #2). Brown fluid was encountered and aspirated. Next the mesh was found lying on the transverse abdominus. The preperitoneal space was inspected and the second piece of mesh which was presumed plug (device #1) was unable to be identified or found. Laterally, in the internal oblique the mesh found to be lying.¿ (B)(6) 2011- patient was diagnosed with periumbilical abscess with infected mesh and draining right groin wound. Per operative notes, ¿abscess pocket in the right lateral aspect to the umbilicus was aspirated. A piece of mesh (device #3) was encountered in the umbilical defect. The mesh was delivered through the defect. It was a dual mesh which had not incorporated. Two stay sutures were removed. The mesh was delivered with ease.¿ (B)(6) 2011 - patient was diagnosed with infected mesh of the left inguinal hernia repair thereby underwent incision and drainage of left groin abscess with removal of infected mesh (device #3). Per operative notes, ¿the abscess cavity was irrigated. The mesh plug that had been used to repair the hernia was clearly visualized. Sutures were cut, releasing the plug, and it was removed (device #1). The overlay patch was two-thirds unincorporated, the remaining third was dissected free from the tissues and removed.¿ (B)(6) 2013 - patient was diagnosed with right lower quadrant pain with asymptomatic left inguinal hernia thereby underwent laparoscopic repair. Per operative notes, ¿there was no evidence of recurrent hernia, and no mesh plug could be identified within the preperitoneal space.¿ (B)(6) 2014 - patient had history of intractable ulcerative colitis thereby underwent laparoscopic proctocolectomy. (B)(6) 2017 - patient was diagnosed with multi-ioculated abscess systemic inflammatory response syndrome and infected mesh of the abdominal wall thereby underwent repair with removal of left groin mesh (device #1). Per operative notes, ¿revealed a piece of prolene type mesh (device #1) which was not incorporated. This was dissected along the cord structures. No other pieces of mesh or foreign body could be identified.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, mesh migration, nerve damage, pain, seroma, removal surgery and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, post implant of perfix plug, patient was diagnosed with infection, abscess, neuralgia, nerve damage and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." This emdr represents the perfix plug implanted on right side. Additional supplemental emdr's were submitted to represent the perfix plug implanted on left side and mesh ¿ ventralex. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.